Manufacturer narrative:
(B)(4). Batch # t94l96. The analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed 8 conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Event description:
It was reported by the sales rep that during a laparoscopic cholecystectomy, the device fired scissored clips. Unknown if device used on vessel. No bleeding and no tissue damage occurred. No blood transfusion was required and the procedure was not altered as a result of the event. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.